Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the left blade has broken off at the distal end and was not returned. The blade fractured at the cross section of the grip cable crimp. The cable crimp has slipped out of the crimp pocket. The fracture plane of the blade is nearly straight. No other damage was found. Per the info provided by the initial reporter, the broken piece was successfully retrieved from the pt.

Event description:
It was reported that during a da vinci si pelvic lymphadenectomy procedure, one of the monopolar curved scissors instrument "jaws" broke off and fell into the pt. The broken piece was retrieved and the planned procedure was completed. No pt harm, adverse outcome or injury was reported.